Event description:
Type 1 diabetic using dexcom g7 cgm. Device was applied to clean and prepped upper arm area in accordance with the manufacturer's instructions. Adhesive failed within 3 hours of application under normal activity and without being exposed to water, causing device to fall out. This is the second device to fail in the same way within the previous 30 days. With no glucose readings the patient's health is in immediate jeopardy. Manufacturer is not using adhesive sufficiently strong for the device or is experiencing quality control issues. Reference report# mw5177104. Pt code: 4580. Device code: 1068.